Event description:
It was reported that pump screen was dark and would not turn on despite repeated button presses and attempts to charge, while pump showed red light and vibration. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.